Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went swimming with insulin pump on and she wanted get a replacement. Customer stated that she forgot she had her pump on and she went swimming with her grandchildren. Customer stated that the pump display immediately went blank after it was exposed to moisture. Customer stated that the water is still dripping from the pump and the screen is completely blank. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.